Event description:
It was reported the patient had a tear in right rotator cuff following a fall. It was noted the patient had arthroscopic rotator cuff repair on (B)(6) 2011. It was reported the patient had a right shoulder arthrogram on (B)(6) 2010 that showed full-thickness rotator cuff tear and acromioclavicular joint osteoarthritis. It was noted the patient¿s symptoms resolved without sequelae on (B)(6) 2011.

Manufacturer narrative:
Concomitant products: product ID 3093-28, lot # v464758, implanted: (B)(6) 2010, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).